Event description:
New information notes that the device was explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a message appears on the merlin programmer to contact for a longevity calculation. The battery seems depleting a bit faster than expect. The device will continue to be monitored, if possible on remote care, to see how the battery is doing. No symptoms reported